Event description:
The customer reported a leak inside the coulter lh 500 hematology analyzer. The instrument was giving ambient lyse errors when the leak was noticed. The volume of the leak was not specified and was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the tubing through pinch valve pv37 was cut. The fse replaced the tubing through pinch valve pv37 and the leak was fixed. The fse also found that the leak had damaged the peltier module and the instrument was giving ambient lyse errors. The fse replaced the peltier module and the instrument ran without any errors. The repairs were verified per established procedures. (B)(4).